Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing, noise, and intermittently low pace impedance measurements dropping down to less than 200 ohms from the normal 500 ohms range. It was noted this patient was not pace dependent. Subsequently, this ra lead was explanted, having dislodged, and replaced with a longer non-bsc lead. Difficult access was noted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.